Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed. Analysis indicated that the right ventricular defibrillation coil developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products - model: ddbb1d1, implantable cardioverter defibrillator (ICD); implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported having a "lead failure" and indicated that surgery was needed. Further information indicated that the implantable cardioverter defibrillator (ICD) system was removed due to infection from an unknown source. No further patient complications have been reported as a result of this event.